Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned in a biohazardous condition so only a visual inspection could be performed. Visual inspection shows signs of an insertion attempt. Two plates and four screws were found fixated to the implant. There are no signs of htr material damage in the area of the implant where the screws remain inserted. Two small fragments of the implant have been fractured off of the implant on the superior and inferior edge towards the posterior side of the implant. The distributor reported that the surgeon did not pre-drill. This in combination with the close proximity of the insertion points to the edge of the implant most likely caused the implant to fracture. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical product: htr*pmi khazam right frontal sphenoid parietal temporal implant catalog #: pm619803 lot #: 777060, 1.5 mm system high torque (ht), sd, x-dr, screw catalog #: ni lot #: ni. Therapy date: (B)(6) 2017. (B)(6) multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00797-2 and 0001032347-2018-00220.

Event description:
The distributor reported the first choice cranioplasty implant crumbled during implantation. The back-up implant was used to complete the surgery. The implant was not pre-drilled and broke while screws were being inserted. The surgical delay was twenty minutes. No foreign body remained in the patient. No additional patient consequences were reported.